Event description:
It was reported that the patient felt the device was 'making adjustments'. The clinician reviewed reports and noted an atrial pace-ventricular sense-ventricular pace pattern intermittently suggesting sensing and capture issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the defibrillator was analyzed and battery depletion was indicated (eri). Time of eri in save to disk was on (B)(6) 2011, device rrt<=2.62. The weekly battery voltage log data showed a decrease for min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. There was 1- patient alert for low battery voltage on (B)(6) 2011 02:15:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Performance data collected from the defibrillator was analyzed and battery depletion was indicated (eri). Time of eri in save to disk was on (B)(6) 2011, device rrt<=2.62. The weekly battery voltage log data showed a decrease for min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. There was 1- patient alert for low battery voltage on (B)(6) 2011 02:15:04.

Event description:
It was reported that the patient felt the device was 'making adjustments'. The clinician downloaded the carelink reports and noted an atrial pace-ventricular sense-ventricular pace pattern intermittently suggesting sensing and capture issues. The device was explanted and replaced. The patient also received several shocks for t-wave oversensing on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.